Event description:
Additional information obtained confirmed that the infection was at the ipg site due to reducing surgical wound healing. The patient was placed on antibiotics to help address the issue.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site and the entire system was explanted, however, no explanted products were returned for analysis. The patient was placed on antibiotics to help clear the infection. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing numbers: 3006705815-2021-01978, 3006705815-2021-01979. It was reported that the patient had an exposed ipg and infection at the scs site. As a result, the scs system was explanted on (B)(6) 2021. The patient was placed on antibiotics to help clear the infection.